Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported impedances were never resolved at time of surgery and surgery was completed; issues are resolved. Impedances were within normal limits post op.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient (pt) who was using an external neurostimulator (ens). The reason for call was the caller indicated that they were at a case to implant new leads. They placed two leads and when the impedances were tested most electrodes were over 40000ohms. The caller switched ports and used multiple wens but many values were still over 40000ohms. They replaced one lead and the impedances were worse with many values still over 40000ohms. The surgeon used loss of resistance with saline to access the epidural space. At the time of the call the ins had not been connected to the leads, they had only used the wens to test. The issue was not resolved through troubleshooting.